Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks. It was noted that the day after initial placement of the right ventricular (rv) lead, the lead dislodged and pulled back to the atrium, triggering a lead integrity alert. The patient was in atrial fibrillation which was sensed by the rv lead. The lead was repositioned in the rv and remains in use. No further patient complications have been reported as a result of this event.